Event description:
A customer reported a cartridge alarm issue affecting consecutive cartridges. There was no adverse impact on the customer's blood glucose level. The customer was advised by technical support to continue using their current pump as backup therapy and was sent a replacement pump with updated software. The customer understood the instructions for returning the problematic pump and the steps to follow upon receiving the replacement.